Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device failed to alarm after bag was empty, which was reproduced during evaluation. The reported symptom was verified and found to be caused by an out of specification optical sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump allegedly not generating an audible alarm to alert the user that the infusion bag was empty. As per the reporter, this condition was identified before patient use and found at the biomedical engineering laboratory of the health facility. It was further reported that the pump did display "infusion complete", but no audible alarm was heard to indicate empty bag. It was reported that the alleged issue occurred while running a primary infusion. It was confirmed that the audio operation was intact outside of the alleged report that the pump was not alarming after the bag was empty. There was no known patient injury or medical intervention associated with this event. No additional information is available.